Manufacturer narrative:
Vyaire medical file identification: (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has incorrect ventilation, inspiratory flow incorrect and transducer fault alarm. The reporter confirmed that there is no patient involvement associated on this event.